Event description:
An optometrist reported patient with flap striae at one day lasik post-operative visit. Reporter indicated patient had trace interface haze at three week lasik post-operative visit. Add'l info from reporter indicated patient's topical steroid dosage was increased. This report captures the left eye, and add'l report is filed for the right eye. Add'l info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).